Event description:
According to the information received, the valve was explanted due to severe paravalvular leak and dehiscence and was replaced with 25ms-601. Additional information will be requested.